Event description:
I got mentor saline implants (B)(6) of 2013 and three years later got some awful symptoms. (Brain fog, tired, hair loss, muscle and joint pain, irregular periods, blurred vision). Went to drs many times with tests only to report everything was good. Got my implants out 7 months ago and feel much better. These things should be banned. FDA safety report ID# (B)(4).